Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance performed by getinge fst, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fail code #120. There was no patient involved reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d1, d4(model#, catalog# & UDI#). The getinge field service technician (fst) that encountered the issue returned to site and reseated all cables and connections within the display and reseated coiled cable. The fst was unable to replicate electrical test fail code #120 at this time. Suspect potential intermittent fault within main board and datasettes based on data within logs. The fst replaced main board and both datasettes. Device passed all functional and safety tests according to factory specifications. Device was returned to customer. The maquet failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-0788 main board serial number (B)(6) part number 0670-00-1186 datasette serial number (B)(6) part number 0670-00-1187 dattasette serial number (B)(6) these parts were received with a reported unit failure of electrical test fail code #120. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual. The fat dept. Was not able to replicate the failure of electrical test fail code #120. This failure code would be observed on the display when the unit completed its self-test. The fat dept. Did not observe the failure code #120. The board and the datasettes passed testing. Retaining the parts in the fat dept. Per procedure.